Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a in.pact admiral a 5fr sheath & a 0.035 non-mdt guidewire to treat an 120mm severely calcified lesion with 80% stenosis in the right proximal superficial femoral artery of 4mm in diameter. The device was prepped as per IFU with no issues identified. Resistance was encountered during advancement of the device but no excessive force was used. The device was inflated using a non-mdt inflation device. It was reported that during the first inflation to 8atm balloon inflation difficulties were encountered and a balloon leak was observed. The balloon appeared intact upon removal, blood returned into the inflation device during deflation of the balloon. The procedure was completed using an evercross balloon. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device has been returned for evaluation. A visual and tactile analysis was performed: dry blood was found on the balloon and on the entire catheter. No further issue were detected. During the technical analysis, the guidewire lumen was flushed and a 0.035¿ guidewire was successfully advanced through the device. The purging test failed. An attempt to inflate the balloon was conducted however a balloon pinhole was found in the middle of the balloon length. If information is provided in the future, a supplemental report will be issued.